Manufacturer narrative:
The additional information was noted in the physician history notes received from the implanting center. Neither the gi bleeding nor the cva referenced were previously reported to the manufacturer. Additionally, there was no indication of any current issues/events of gi bleeding and no indications of any residual neurological effects from a prior stroke. All documented statements for the neurological assessment stated either ¿negative¿ or ¿alert and oriented¿. The statements regarding past gi bleeding events were in reference to the patient¿s inr goal and stated: the patient¿s ¿inr goal was 2.0 to 2.5. It was a reduced goal due to the history of significant gi bleed in the past¿. The pump remains in use supporting the patient. No further issues have been reported. Evaluation of the submitted system controller log file confirmed the reported decrease in pump power and flow; however a specific cause for the event could not be determined. The log file showed low flow hazard alarms active for almost all of the captured events with pump power, flow, and average pi ranging from about 3.7-3.8 watts, 2.1-2.4 lpm, and 2.4-3.5, respectively. The pump speed was increased to 9200 rpm which correlated with an increase in pump flow to about 3.4-3.8 lpm. The report of suspected pump thrombosis could not be confirmed, and a direct correlation between the device and the patient¿s other symptoms could not be confirmed. The instructions for use lists device thrombosis, respiratory failure, cardiac arrhythmia, stroke, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional patient symptoms upon admission on (B)(6) 2015 were: chest pain, diaphoretic and hypoxic. The patient¿s oxygen saturation was 80% and the patient was intubated. The patient was started on a heparin drip for possible pump thrombosis. The patient was also started on a dobutamine infusion for cardiogenic shock. On (B)(6) 2015, the echocardiogram showed moderate left ventricular distension. There was minimal change in the size of the left ventricle at pump speeds of 8800 rpm and 11000 rpm. Aortic insufficiency worsened with increased speed at 11000 rpm, and the aortic valve was opening with every beat. The patient¿s laboratory values were reportedly ¿unimpressive for hemolysis¿: haptoglobin was less than 6 mg/dl, plasma free hemoglobin was 2 mg/dl, and lactate dehydrogenase was 330 u/l. On (B)(6) 2015, the patient¿s respiratory status had improved with an oxygen saturation of 90% and the patient was extubated. On (B)(6) 2015, it was documented that the patient experienced low flows overnight and some abdominal swelling, but there were negative findings on assessment. The patient¿s blood pressure was 126/64mmhg. The patient was on a bivalirudin infusion. On (B)(6) 2015, the echocardiogram showed laminar flow entering the inflow cannula, and the aortic valve was opening minimally. There was rightward bowing of the intraventricular septum, but all chambers were of normal size. There was severe global hypokinesis. The patient continued to improve and was discharged on (B)(6) 2015. The physician documented that they were not able to confirm the etiology of thrombus versus mechanical dysfunction or obstruction. It was reported that at the time of discharge, the patient¿s pump was within normal indices. The patient¿s most recent echocardiogram looked better, but there was still some moderate aortic regurgitation. It was reported that on (B)(6) 2015, the patient was doing well at home with pump parameters back to the patient¿s baseline.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient called to report a decrease in estimated pump flows (from 5 lpm to 3.8 lpm), pulsatility index, and power (from 5 watts to 4 watts). The patient reported that their mean arterial pressure was 70 mmhg and did not report any symptoms besides a scratchy throat. The patient called back later that evening and stated that their estimated pump flows ranged from 2.8 lpm to 3 lpm. The patient reported symptoms of nausea and was transported by ems. While in transit, the patient decompensated and was intubated. Review of the log files by the manufacturer's technical services representative revealed low flow alarms when the pump was operating at a set speed of 8800 rpm. The alarms appeared to resolve after the pump speed was increased to 9200 rpm. The manufacturer suggested to check for inflow/outflow obstruction, perform a chest x-ray and an echocardiogram. It was reported that the patient had complications of multiple organ failure with a low mean arterial pressure. The patient is not a candidate for a pump exchange and their symptoms would be managed through unspecified medication changes. No further information was provided.